Event description:
The patient came in reporting patella pain and instability and the cause is unknown. The surgeon resurfaced the patient's natural patella and revised the insert (from 10 to 12). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 november 2022: lot 2002792: (B)(4) items manufactured and released on 30-apr-2020. Expiration date: 2025-apr-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.